Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2012-04084. The pt received his scs system on (B)(6) 2011, including three leads (two have the same lot number). It was reported the pt no longer had stimulation in his legs. Attempts to determine if the issue had been resolved with reprogramming were unsuccessful.